Manufacturer narrative:
The account found the communications cable wiring was broken loose from the plug on wall, possibly from not disconnecting the cable before transporting. The account replaced the communications cable to repair the bed.

Event description:
The account alleged a nurse call is not being sent when the patient positioning monitor is alarming.